Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was 47 mg/dl customer stated the reason for low bg level is being brittle diabetic, carbs were consumed to address the issue. Reportedly, the customer will use a backup pump until replacement arrives.